Event description:
The cone tip detached while inside the patient's leg during an endoscopic vein harvesting procedure. The tip was retrieved without having to make any additional incisions. No patient complications were reported.